Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the external insulation was abraded at 36.3cm to 36.7cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Di not available as product was manufactured on or before sep 23, 2014.